Event description:
Caller reported receiving erratic readings from the freestyle meter. The comparison results were 267 mg/dl, 148 mg/dl, 170 mg/dl and 159 mg/dl within 5 minutes of each other. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of malfunction.